Manufacturer narrative:
The device was evaluated, and the reported issue was not confirmed. Additional issues were identified. Due to wear of the angle wire, the bending angle in the up direction did not meet the standard value. Due to wear of the angle wire, the play of the up/down knob was out of the standard value. The adhesive on the bending section cover had a crack. The adhesive on the bending section cover had a white-clouded area. The adhesive on the around objective lens had a white-clouded area. The adhesive around the light guide lens was peeled. The plastic distal end cover had a burn. The connecting tube had a cut and a wrinkle. The universal cord had a wrinkle. The protector of the universal cord on the control section side had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The distributor reported the nozzle on the evis lucera elite gastrointestinal videoscope was clogged. No patient injury or procedure impact reported. The scope was cleaned, disinfected, and sterilized prior to requesting repair. It was unknown when the foreign object adhered to the scope. The facility was unaware of any foreign objects in the scope. There was no delay to the start of pre-cleaning between the end of clinical use and the start of precleaning. Water and air supply were supplied to the air/water nozzle. There were problems with the accessories used for reprocessing. The air/water nozzle was wiped/brushed with a gauze, brush, or sponge. Liquid was sent to the air/water nozzle. During the evaluation of the device, it was noted the nozzle had foreign objects due to insufficient cleaning. This report is to capture the reportable malfunction of the nozzle had foreign objects due to insufficient cleaning noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. There were no deformations to the nozzle and there were no obvious deviations in reprocessing. Olympus will continue to monitor field performance for this device.